Event description:
I had this procedure done, I was in a lot of pain and bleed with cramping and extreme bleeding for 12 weeks and was seen on at least three different occasions by the doctor. I have pain when I move on my left side and when I get my period I have cramps and major swelling on my left side. I have clear discharge in massive amounts on and off regularly. Since this was out in I have hot flashes, hair loss, weight gain, random discharge, swelling back pain and discomfort.